Manufacturer narrative:
There was no button error alarm noted. The device was received with intermittent button response due to corroded keypad traces. The device was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer's current blood glucose level was 215mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.